Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how long was the procedure delayed (minutes): approx 25-30 minutes; were there any patient consequences as a result of the delay in procedure time: none at this time; did the device staple: user commented that no fully formed staples were present; what was the shape of the staples (b-formation, irregular, legs straight): straight and irregular; did the device cut: no transection observed; was the cut line fully circumferential around the target tissue: same as previous; was the safety reset prior to removing the device: customer could not comment; after firing was the adjusting knob turned ½ to ¾ revolutions: customer could not comment; was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue: customer could not comment.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: what was the condition of the patient following surgery (stable, discharge, critical): the patient was stable following the operation sutures were used to close the defect.

Event description:
It was reported that during a low anterior resection procedure, upon firing the device, the patient's bowel was torn as they attempted to remove the device. No crunch was heard during firing. Washer was visually inspected by the rep and the washer was partially intact. Hand sutured bowel to repair tear. There was an unknown amount of delay to the procedure.

Manufacturer narrative:
(B)(4). Batch # n54v9n. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.